Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered errors on the universal surgical manipulator 2 (usm2). The customer performed an emergency power off on the patient side cart but the errors remained. The customer was unsure if the surgeon could complete the procedure with three usms. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error was confirmed and replicated. The unit was tested on an in-house system and triggered errors 32096 and 321 on ac_3c (aca). The unit was also tested on the pftp and failed. Direction test with errors 32101 and 32096. A gold aca was installed and the unit passed, the original was returned and the unit failed. Upon further investigation, there is no fluid intrusion or physical damage. Logs also shows errors 32101 and 32096 on ac_2c (aca). The aca is consistent with the reported event and is the root cause of this issue. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the usm.